Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a screen interference (no image). The issue occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the confirmed investigation, the most probable cause of the complaint is categorized as d02 - cause traced to component failure, as expected or random component failure without any design or manufacturing issue due to c0201 - electrical/electronic component problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.